Event description:
It was reported that the patient had some low voltage and no external power alarms. Patient stated they had other alarms but did not know what they were. Log files were sent for review. The log files captured no external power alarms & multiple other associated alarm types on 02may26. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events.

Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.